Manufacturer narrative:
After clinical review of medical records received for this event, a supplemental MDR is being submitted to retract the previously reported adverse event. The adverse event occurred during a commercial case, with valve implant in the aortic position and did not involve a device malfunction. Paravalvular leak (pvl), hemolytic anemia, and valve explant are known adverse events listed in the instructions for use for the ew valve. The reason for the valve explant was pvl following implant of the ew valve, causing hemolytic anemia. Pvl is a known adverse event which happens when blood flows through a channel between the structure of the implanted valve and the cardiac tissue, causing a lack of appropriate sealing of the valve to the target site. The causes of pvl do not involve a device deficiency or malfunction, but rather it is often related to patient and procedural factors. There are some cases where the pvl is severe enough to cause destruction of red blood cells leading to hemolytic anemia. Since a device malfunction did not occur, and did not cause or contributed to this event, the event will be reported under ew FDA exemption e2016006.

Event description:
As reported by edwards implant patient registry, a 26mm s3 ultra valve was explanted after an implant duration of 3 months due to unknown reasons. A 29mm surgical valve was implanted in replacement. Per records received, the reason for the explantation of the 26mm s3 ultra valve approximately 3 months post implantation was due to severe hemolysis that was caused by two large paravalvular leaks, which resulted in the patient requiring at least 5 transfusions over the last 6 months. There were no allegation of any edwards device malfunctions or deficiencies. The patient had severe calcification of both the mitral and aortic annuluses, with mac protruding into the left ventricular outflow tract. The massive fronds of calcium are likely to be the contributing factor to the paravalvular leak.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards implant patient registry, a 26mm sapien 3 ultra valve was explanted after an implant duration of 3 months due to unknown reasons. A 29mm surgical valve was implanted in replacement.